Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient was unable to charge. Recharging best practices were reviewed with the patient. The antenna was positioned over the implantable neurostimulator (ins) and a recharge session was attempted, but resulted in a reposition antenna screen. Repositioning the antenna did not resolve the issue. The patient could not communicate with another external device. The patient got a poor communication icon screen when he attempted to recharge. The patient had not recharged or felt stimulation since (B)(6) 2015. Overdischarge was suspected because of the length of time it had been since the last recharging session as well as the patient not feeling stimulation. Additional information received reported the circumstances that led to the loss of stimulation in (B)(6) 2015 included overdischarge and the patient could not charge the battery. Steps taken to resolved the overdischarge and inability to communicate with the stimulator included surgery to implant a non-rechargeable battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.